Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.5 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing issues that would have contributed to the complaint event. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Procedural imagery was provided and the crimped valve could be seen slightly unseated from the flex tip. The sheath shaft was observed to be subjected to a severe bend and the valve location, relative to the sheath shaft, suggests that the sheath liner was torn. The events were confirmed through evaluation of the provided imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Furthermore, an existing technical summary written by edwards lifesciences, has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. Additionally, an in-depth evaluation regarding complaints for sheath liner tears has also been documented in another technical summary. Per the description, 'initially the esheath and ds were introduced through the left femoral artery. Valve got stuck in the sheath and could not advance'. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. It provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per evaluation of the provided imagery, the sheath was forced to an extreme bend, indicating the presence of tortuosity within the access vessel. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per follow-up information, access vessel calcification was 'mild'. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. An existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Although no damage was reported or noticed on the sheath post-procedure, procedural imagery suggests that the sheath liner was torn with the delivery system and crimped valve appearing to be outside of the sheath. Calcification and tortuosity present within the patient's access vessel likely contributed to the liner tear. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Kinks or bends observed on the sheath shaft are indicative of the presence of tortuosity in the access vessel. The presence of calcification can also damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. The experienced resistance during delivery system advancement also likely exasperated these factors making it more likely for the delivery system with crimped valve to make contact with the sheath liner with any potential excessive manipulation to overcome the resistance. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. Available information supports that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, the patient underwent implant of a 26mm sapien 3 valve, by transfemoral approach. Initially the esheath and delivery system were introduced through the left femoral artery. The valve got stuck in the sheath and could not advance. When removing the delivery system and esheath the vascular access was torn open. The patient underwent surgery with good results. After repair of the access vessels, a new esheath and delivery system were introduced through the right femoral artery. Implantation was completed successfully, the patient recovered well and was discharged.